Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate with multiple cartridges. Reportedly, the customer loaded the cartridge with 500 units of insulin and the insulin gauge displayed 260 units. Customer's blood glucose level was 139 mg/dl. Tandem technical support recommended no more than 480 units of insulin be loaded into the cartridge. Customer indicated that they will continue to use the pump for insulin therapy.